Manufacturer narrative:
Section d9. Device available for evaluation? Yes; returned to manufacturer on: oct. 23, 2023.; section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection reveal that the complaint handpiece was received with the plunger rod fully advanced. The lens module was inspected revealing that there were no marks that would indicate the plunger rod advanced incorrectly. The cartridge was observed to have viscoelastic residue dispersed throughout the length of the cartridge, suggesting that an appropriate amount of ovd/bss was used. The lens was observed to be coated in viscoelastic residue; the lens was cleaned, and no issues could be identified. The handpiece was disassembled for inspection and no issues that could cause or contribute to the complaint issue could be identified. The complaint issue lens damaged" was not identified during product evaluation. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pre-loaded lens was defective, doctor requested for another lens. No other information was provided.

Manufacturer narrative:
Section weight,ethnicity: unknown/ not provided. Asku. If implanted, give date: not applicable, as no indication that lens was implanted. If explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.